Event description:
Information received indicated that when the brakes were activated, the casters would swivel.

Manufacturer narrative:
The hill-rom technician replaced all the casters to resolve the issue.